Event description:
It was reported that the patient presented in clinic for routine generator change. When connected to the new pacemaker the right ventricular (rv) lead showed high pacing impedance, loss of sensing, and loss of capture. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.